Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that monopolar cord started on fire during a case in morning. There was patient involvement but luckily no one was injured. At the end of the case, the circulation noticed the monopolar cord had split and one end went up in a small flame (like a lighter). They were finished at the point of noticing the issue.